Event description:
It was reported " the hcp failed to fire the skin stapler prior to use on patient (staples not firing)." No patient involement reported.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared properly aligned. The stapler was returned with 23 staples remaining in the cover block, indicating that at least 12 staples were fired by the customer. The trigger was returned not engaged. No clear evidence of use in the form of biological material was present on the device. Dimensional inspection was performed on the anvil. The inner angle of the hook measured 70.7140 which is not within the specification per drawing. The outer angle of the hook measured 93.2536 which is within the specification per drawing. Measurements were performed using keyence vhx-7000. Non-conformance was previously opened to address anvil components out of specification. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon the engagement of the trigger, the first two staples were able to fully form and release. On the third attempt three staples shot out of the device, two unformed and one partially formed. On the fourth attempt 2 staples shot out of the device, one fully formed and one unformed. On the fifth attempt 3 staples shot out of the device one fully formed, one partial formed, and one unformed. T he device was disassembled, it was observed that the anvil of the complaint sample was improperly shaped when compared to the lab inventory anvil. Die casting anomalies were discovered on the forming tool of the returned sample. No other defects or anomalies were observed. Per DHR the product visistat 35r 6/box lot # 73g2300637 was manufactured on 07/18/2023 a total of 9,000 pieces. Lot was released on 08/04/2023. DHR investigation did not show issues related to complaint. The IFU for this product, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. Visual examination revealed that the sample was returned with its staples properly aligned. Upon functional inspection, the first two staples were able to fully form and release. On the third attempt three staples shot out of the device, two unformed and one partially formed. On the fourth attempt 2 staples shot out of the device, one fully formed and one unformed. On the fifth attempt 3 staples shot out of the device one fully formed, one partial formed, and one unformed. The device was disassembled and it was observed that the anvil of the complaint sample was improperly shaped when compared to the lab inventory anvil. Non-conformance was initiated by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). UDI#:(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported " the hcp failed to fire the skin stapler prior to use on patient(staples not firing)." No patient involvement reported.